Event description:
It was reported that the patient, since their revision (refer to manufacturer report # 3004209178-2014-00905 for the revision), experienced swelling and pain at their pump site. The patient was reportedly ¿swelling up¿ around the pump area. The health care provider (hcp) had drained it and the hcp stated ¿fluid no infection no pus.¿ it was reported that ¿about two weeks ago tomorrow¿ in reference to the date of this report the patient went ¿fill¿ and it was swollen again. The hcp removed about 70cc of fluid around the pump and sent it to a lab to make sure there was no infection and stated they would call if there was an infection. The nurse had called and the patient had called but they had not gotten a call back. It was noted it was very painful in the pump area. The patient was wearing a binder and their stomach was ¿extended about two inches.¿ the pump was not currently alarming and the patient had no complaints of therapy with no return of symptoms. He was able to do a bolus of dilaudid if needed for breath through pain. The device system was used to deliver dilaudid. Additional information about one month later reported that the pump had flipped onto its side about 1 month ago. It was noted the patient was experiencing a painful shocking sensation when they were sitting up and the pump ¿would move down to the side.¿ it was reported the health care provider (hcp) removed about 75mg of fluid behind the pump on (B)(6) 2014. It was stated that the fluid returned about 2 days later and they noticed the pump pocket was swollen on the right side of the stomach where they removed the fluid before. It was noted they had an ultrasound performed about 2 weeks ago that detected some fluid. Patient outcome was not provided. Additional information has been requested but was not available for the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n312845, implanted: (B)(6) 2012, product type accessory. (B)(4).